Manufacturer narrative:
(B)(4).

Event description:
The customer reported a burned heated wire circuit during use on a patient. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The following components of the 870-35kit were received for investigation: miscellaneous plastic support/hanging brackets, aerosol connector, vent drop line, conchasmart column, inspiratory and expiratory heated limb circuits. Upon receipt the kit components were examined for any sign of abuse/misuse/damage. No physical damage was noted. After close examination with r & d engineering, it was determined that neither the expiratory or inspiratory limbs displayed any sign of a "burn". To ensure the discolored area of the expiratory heated limb was manufactured in accordance to manufacturing specifications, the electrical resistance of the heated wires was measured. The actual measured resistance value was 13.8 ¿ (ohms). The acceptable resistance range for the wires in this limb is 12.80 - 14.30 ¿ (ohms). The recorded resistance value is well within the specified range. The product IFU contains warnings about the care and proper use of product. The complaint of a burned circuit could not be confirmed. Electrical testing confirmed the heated wire components in the expiratory limb were not burned. No discoloration/burn/melt could be visually detected.

Event description:
The customer reported a burned heated wire circuit during use on a patient. No patient injury or harm reported.